Event description:
The customer reported via phone call indicating that he had a high and low blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer declined helpline assistance and want it documented only.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.